Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose and alarmed motor error. Customer stated they found some blood in the tubing. The customer's blood glucose was 526mg/dl. Customer treated with pen. Customer has dialysis three times per week. Customer was able to complete rewind. The customer was advised to discontinue pump and revert to back up plan.

Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. We were unable to perform displacement test, operating currents, self-test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to constant motor error alarm. The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.